Manufacturer narrative:
Valve thrombosis is a rare and well-recognized complication of prosthetic valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Immediate intervention, either by thrombolytic therapy or valve replacement is required for significant thrombosis. Alternatively, there may be cases where the patient is placed on an anticoagulant to treat thrombosis. In this case, the patient had the valve replaced and was also placed on anticoagulant postoperatively. The root cause of this event cannot be conclusively determined; however, this event was likely due to patient related factors. There was no indication or allegation of a product malfunction or deficiency.

Event description:
It was reported that a 3300tfx 23mm aortic valve was explanted due to a clot on the valve found after chest closure. Another 3300tfx 23mm was implanted in replacement. Outcome was reported to be well. As reported, the valve was implanted in the usual fashion and there were no issues for about 45 minutes; there was no problem coming off pump, dried up and closed the chest per routine. Tee had been fine and patient was out when she had complete cardiovascular collapse requiring emergency re-open, bypass and retro-grade cardioplegia for basically an asystolic lv. The surgeon replaced the valve with the same model and size and did not reverse heparin and patient has done well. The valve was working well without perivalvular leak. The patient was brought to the ICU on moderate support with an iabp and in sinus rhythm. The patient was hemodynamically stable and the iabp was able to be discontinued without difficulty on pod #1. She converted to atrial fibrillation with rvr on pod #5. IV amiodarone was initiated with improvement in rate control though she intermittently would convert back to nsr. Given her immediate intraoperative valve thrombosis and intermittent atrial fibrillation, warfarin was initiated on pod #8. On pod #9, she converted to nsr for the remainder of her admission. The patient was discharged on pod #12. Per surgeon, given the clot that came out of the left main (embolus from the valve possibly) the surgeon bypassed the left main with a vein to the obtuse marginal and a vein to the lad. Per the pathologist, ¿there was acute inflammation, almost like microabscesses on the valve. Although the eosinophils are not the predominant cells type (as one would expect in an allergic reaction) they are still there on the surface of the valve. The findings are unusual and potentially could represent some sort of reaction of the host.¿

Manufacturer narrative:
Evaluation summary: customer report of explant due to clot on the valve could not be confirmed through visual observations. As received, all three leaflets had cut sections which measured approximately 9mmx3mm on leaflet 1, 8mmx2.5mm on leaflet 2, and 10mmx2.5mm on leaflet 3. The cuts had smooth and even edges; leaflet fragments were not returned. Thrombotic-like material was observed on the inflow and outflow aspect of the leaflets. X-ray demonstrated commissure 1 bent, and the wireform intact. The sewing ring was cut at multiple locations around the valve circumference. The wireform was exposed on the side of the valve near leaflets 2 and 3, and on commissure 1. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.